Event description:
Reportedly during declot of left av fistula, when catheter taken out noticed balloon piece missing. While still under x-ray tried to see balloon and ended up seeing more clot. So decided to move pt to surgery and removed clot that they felt may contain the piece of balloon latex. Unfortunately unable to locate any balloon piece. No permanent pt injury reported.